Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via (B)(4) that an ar-9215-1-03 universal quick connect handle was not working as intended. There were no adverse effects on the patient. This was discovered during a procedure, with no reported patient harm. Additional information was received on 01/16/2025: the ar-9215-1-03 universal quick connect handle had the tip on the handle snapped off. The case was completed successfully with a second x2 handle. There was no case delay and no added anesthesia administered. This occurred during a atsa procedure on (B)(6) 2024.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-9215-1-03, universal quick connect handle, batch: 04512138, was received for investigation. Upon visual inspection, it was noted that the distal tip was broken off. Additionally, rust spots have been observed on the knurled areas of the device. Functional testing was not performed due to the damage of the device. The most likely cause of this failure is wear and tear damage caused by user-applied excessive mechanical forces incurred over repeated usage in the field. The manufacturing date is 2021.